Event description:
During an ercp procedure for diagnosis, the radiopaque metal tip broke on the cytololgy brush. They used another unit for the procedure. The procedure outcome was successful. The pt's condition after the procedure was reported as fine.